Event description:
Homepatient reported cloudy effluent while using the homechoice set during apd therapy. According to home patient, while troubleshooting an alarm situation on his homechoice cycler, he may have inadvertently contaminated the homechoice set. Home patient states he was diagnosed with peritonitis and was treated with antibiotics for 12 days as a result. Home patient states his condition has improved. He no longer has cloudy effluent and continues to perform apd therapy with no issues to report.